Manufacturer narrative:
The device was not returned. As such, no evaluation could be conducted. Review of the manufacturing records did not indicate any issues with the support track. If the guide catheter prolapses out of the support track, it is possible that the guide catheter could kink and become damaged. However as this case was completed successfully using the same guide catheter, it is indicated that the issue was detected by the user before damage could occur. It is likely that the lack of support of the guide catheter in this instance was due to a set-up issue by the user.

Event description:
While manipulating the guide catheter from the control console, the cath lab technician saw the guide catheter prolapse thru the guide support track at the sheath. The cath lab technician pressed the exchange guide button and resupported the guide catheter. After this, the case was finished with the same guide catheter without incident.